Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) on an unknown date in the summer of 2023 with the implant of an afx2 bifurcated stent graft. On (B)(6) 2023, it was reported that a type iiib endoleak was identified during a routine follow-up. Treatment plans are pending. The patient is reported to be stable.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record could not be completed. The part number/lot number combination needed for device identification remains unknown. The user facility was unable to provide this information. Endologix was unable to perform an evaluation of the device as it remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiib endoleak of the distal main body complaint is confirmed. The aneurysm enlargement in the left common iliac artery complaint is unconfirmed. This is moderately consistent with the reported adverse event/incident. The complaint is most likely user related as there was concomitant product use of non-endologix stents in the left common iliac artery (off label) which likely contributed to the reported event. The type iiib endoleak was in the area of the superior stent margin of the non-endologix stent. Additionally, examination of medical imaging shows there was no abdominal aneurysm (off label). Procedure related harms for this complaint could not be determined. The final patient was reported as stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: g2: report source - remove company representative. G3: awareness date ¿ updated. H6: medical device problem codes ¿ remove 4065. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.